Event description:
It is reported that a customer experienced high blood glucose of 454 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with programming the wizard feature and was educated on the programming the right time and settings on the insulin pump. The customer did not want to trouble shoot the high blood glucose because they felt overwhelmed. The insulin pump works as designed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.